Event description:
It was reported that the implant was removed due to peri-implantitis at the site with a loss of integration and pain. Patient will return in the future for an implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Lot number for device not provided. Additional 510(k) number is k002188. Manufacturing date for device is unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A device history record (DHR) review and a sterilization record review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the implant was removed due to peri-implantitis at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. Peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. The following sections have been updated: d9: device available for evaluation, h3: device evaluated by manufacturer, h6: evaluation codes; type of investigation, investigation findings, investigation conclusions. H10: additional narrative.

Event description:
No further event information is available at the time of this report.